Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the delivery issue has been completed. Per clinical review the cause of the delivery issue, the physician was unable to pass due to angle of ascending aorta. The patient was found to have a bovine aortic arch after a computer tomography review and insertion was aborted due to patient anatomy. The cause of the delivery issue was patient condition related due to patient having bovine aortic arch per clinical information. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions as noted in the impella IFU ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluation" this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported the placement of the impella was aborted due to the patient¿s vasculature. Reportedly the physician attempted to advance the impella and was unable to advance due to angle of the patient's ascending aorta. A computer tomography was reviewed, and the patient was found to have bovine aorta arch. The placement of the impella was aborted and a intra-aortic balloon pump was placed. There was no patient harm reported, and the impella was removed.